Event description:
The customer contact reported the pump powered off by itself without sounding an audible alarm tone. The pump was programmed to deliver an unspecified vasopressor and the delivery was started. No specific programming parameters were provided. After the pump was plugged into ac power, the pump powered off by itself without sounding an audible alarm tone. The nurse powered the pump back on and resumed therapy until replacement pump was obtained. There were on reported adverse pt effects. No medical interventions were required. Though requested, no add'l information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.